Event description:
"Patient with mechanical/prosthetic aortic valve on long-term warfarin relied on mdinr home inr meter/app for routine inr monitoring and dosing guidance workflow. On (B)(6) 2025, patient suffered ischemic embolic stroke and was hospitalized. Review of home inr readings around the event showed borderline/sub-therapeutic values relative to target range for mechanical valve; the app labeling did not clearly warn of low/sub-therapeutic inr risk. After the stroke, mdinr initiated troubleshooting/verification steps via multiple phone calls through inr clinic nurse, provided calibrated test strips (shipment dated (B)(6) 2025), and later replaced the inr meter (shipment dated (B)(6) 2025). Venous lab comparison testing was discussed but could not be performed at the inr clinic. Concern is potential device/app failure or inadequate warning/escalation for low inr in a high-risk mechanical valve patient, contributing to anticoagulation failure and embolic stroke."